Manufacturer narrative:
It was reported that the white compression tube (advancer tube) was not present during the deployment; however, visual inspection of the returned device found that the advancer tube was located on the catheter, approximately 14 mm from the balloon proximal tip upon receiving. The advancer tube was properly engaged to the tamp locks. The shuttle was observed to be engaged to the handle. The sealant was on the catheter at the balloon proximal tip and exposed to blood. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies. No anomalies were observed. The advancer tube was observed to be engaged to the tamp locks upon receiving. Thus, the condition of the received device does not match the description of the incident. Based on the provided information and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1516605) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: failure to deploy. The doctor shuttled down all the way and returned the shuttle to it's original position and the white compression tube (advancer tube) was not present. At this point the physician let the balloon down and held manual pressure for 30 minutes or less. The patient was not hospitalized. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral stick location: medium sheath size: 5f vessel size: 6 mm.